Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2012, via medical records. On (B)(6) 2002, the patient had an initial neurology evaluation and reported tingling in the feet one year ago (2001), which had spread up to the knee. The patient had difficulty of balance and had used a cane in walking. The patient had lost six pounds over a two month period. The patient's hemoglobin was low and he was diagnosed with myelodysplasia. Numbness of two fingers on the right hand was present for two months. Five days of ivig in (B)(6) relieved the tingling sensation from the legs and feet. It's improvement lasted for two weeks. Diagnostic impression included combined central nervous system (cns) and peripheral neuropathy and questionable myelodysplasia with autoimmune, paraneoplastic, or lymphomatous etiology was considered. A needle electromyogram (emg) clearly showed that he had denervation process in both anterior tibialis and gastrocnemius muscles. Sural nerve conduction was normal. An emg in (B)(6) 2002 showed mixed axonal and demyelinating neuropathy. Diagnosis included myeloneuropathy and myelodysplasia. On this day, electrophysiologic findings were indicative of axonal polyneuropathy. On (B)(6) 2002, it was decided the patient would be hospitalized with a tentative diagnosis of an axonal form of chronic inflammatory demyelinating polyneuropathy (cidp) and treated with a high dose prednisone and the full course of ivig treatment. The patient was hospitalized from (B)(6) 2002, with a one-year history of progressive bilateral leg numbness and weakness, that presented with increased falls, 10 to 15 over the past year. On (B)(6) 2002, diagnosis included myeloneuropathy associated with myelodysplasia (axonal form of cidp with myelopathy). The patient was hospitalized for ivig and solu-medrol treatment. One week after discharge from the hospital, the patient noticed an improvement in tingling sensation in legs and "shaking of legs". His neurological status was much improved, but with an "unsteady gait". The patient was on a prednisone tapering schedule. While in the hospital, the patient had 68 mg/dl of protein with mild leukopenia and anemia with high erythrocyte sedimentation rate (esr). Magnetic resonance imaging (MRI) scan in the cervical cord showed subacute combined degeneration secondary to vitamin b12 deficiency or (B)(6). (B)(6) in this patient was negative. Since this time, it was concluded that the patient's disease had been arrested. On (B)(6) 2003, it was noted that the patient had a fall and developed multiple fractures of right leg and was in a case. The patient complained of increased weakness in both lower extremities, walked with a walker, had an increase in depression, and erection problems. He was not taking any medications for depression and had tried viagra for erectile dysfunction without any benefit. The patient was taking ivig treatment three times every month since (B)(6) 2003. He did not have much improvement with current regimen of ivig and prednisone 60 mg daily. He was having trouble with his blood sugar due to prednisone. The patient was on disability. On (B)(6) 2003, the patient did not have much improvement. Muscle spasms in legs were worse and he developed some weakness in hands. On (B)(6) 2003, there had been some improvement with additional avonex treatment in addition to current regimen of ivig and prednisone. Muscle spasms in legs were worse, weakness continued in hands, and the patient had some tingling sensations on the feet and could move around better in the pool. On (B)(6) 2003, the patient had more bowel and bladder incontinence and upward spreading of numbness of legs. The patient had a progression in his myeloneuropathy. On (B)(6) 2004, the patient had maintained his "improved status". On (B)(6) 2004, the patient was doing better and noticed better toe movement which was not there on his last visit. He had quit smoking recently and felt better generally. He was receiving ivig once every six weeks, in addition to avonex and cell-cept. On (B)(6) 2006, a cervical magnetic resonance imaging (MRI) showed mild disc bulge at 66/7 without significant central canal narrowing. On (B)(6) 2006, the patient's serum copper levels were low. Brain MRI revealed white matter changes diffusely. He denied any obvious zinc exposure. The patient was started on copper gluconate. On (B)(6) 2008, it was noted the neurologic symptoms began in (B)(6) 2002. On (B)(6) 2009, the patient was seen in the movement disorders clinic. The source of his high zinc was recently identified and the patient was re-evaluated following stopping of his denture cream (B)(6) weeks ago ((B)(6) 2009). The patient had been using denture cream for about 20 years (since approximately 1989) and had lost teeth about 22 years ago (since approximately 1978) and was using complete dentures. The patient described his dentures as "ill fitting" and used poligrip, two tubes per week. The patient how used zinc-free adhesive tapes. The patient had better feeling in his legs and his sensory level had gone from the waist to below his knee. The patient was wheelchair dependent for about eight years (since 2001), but was able to walk without a walker. On (B)(6) 2011, the patient was seen for cooper deficiency myelopathy. The patient continued to have difficulty with fatigue. Impression included myelopathy, neuropathy from copper deficiency, and diabetes. This case has been upgraded to medically serious by gsk. Follow up information was received on (B)(6) 2012, via medical records. The patient was hospitalized from (B)(6) 2002 with neutropenia, anemia, and b complex deficiency. The patient was hospitalized from (B)(6) 2002, for ivig infusion for treatment of demyelinating neuropathy. He tolerated the infusions well. The patient was hospitalized from (B)(6) 2003, with a fracture of the tibia and had a closed reduction and internal fixation of the right tibia and was discharged in a wheelchair with the use of a walker. On (B)(6) 2010, the patient was seen in neurological follow up evaluation of his myeloneuropathy. It was determined to be secondary to hypocupremia secondary to excessive zinc from his denture cream. It was recommended the patient switch denture creams and stop copper supplementation. In (B)(6) 2009, the patient's copper and zinc levels were normal. The patient was doing well, but was unable to ambulate without a walker. He complained of worsened pins and needles pain in his legs, up to about his knee bilaterally. The patient currently used zinc free, sea bond pads to hold his dentures in place.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00038. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).